Event description:
It was reported that there was a low impedance (200 ohms) on the ventricular lead. The lead was capped and replaced. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were low impedance (200 ohms) on the ventricular lead; the lead was capped and replaced. No complications have been reported as a result of this event.